Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram was performed which showed the presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of the mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. The review of the lhr (f1503403) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the device was inserted. With the balloon up and upon initial pull back there was a bid resistance and surge then the indicator went in. With buddy wire in place, the procedural sheath was put back in. Another manufacturer's device was used to achieve hemostasis. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx device/mynx procedure. Additional information: the balloon lost pressure at the 1st stop (sheath). At prep, the black marker on the inflation indicator was fully exposed. There was no resistance while inserting the device. There was resistance while pulling back. Procedure type: intervention peripheral vessel size: 7 mm sheath size: 7f.